Event description:
The nurse noted that the bilaterally anterior apicals on the patient appear to have irritation and redness cause by the 32mm fixation rings for the philips tcg10 sensor (radiometer sensor 84). This device is used to measure trancutaneous pco2 on infants. The redness could have been caused by the adhesive. According to staff, this particular patient's condition caused the adhesive to need to be re-applied more often than normal. Therefore, the fixation ring had to be removed and re-applied more frequently than normal. The act of removing and re-applying the fixation ring may have caused the redness. However, we did experience another baby getting a small burn from this sensor, so we would like philips and radiometer to investigate this incident as well.